Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. (B)(4): the engineering review of the returned egia30ctavm found no abnormalities or discrepancies with the assembly of the device. There were fully formed staples adhered to the surface of the cartridge and staple strikes were visible within the anvil pockets. The device was loaded onto a representative qa ultra standard instrument and was found to load, clamp, articulate, unclamp and unload without difficulty. (B)(4): post market vigilance (pmv) received one endo gia curved-tip 30mm articulating vascular reload opened by the account with no packaging. Visual inspection of the cartridge revealed that each reload was fully fired. Several crimped staples were observed to be lying flat against the staple cartridge. The reload was loaded into a pmv representative instrument ((B)(4)) for functional testing. Each interlock was overridden and each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during segmental resection of lung and thoracoscopy, the surgeon noticed the frequent oozing bleeding were occurred from the staple line after fired each cartridge. The surgeon arrested the oozing by styptic ,tachocomb etc. The surgical time was extended by less than 30 min. The device was not reprocessed/re-sterilized prior to use. Patient status: alive - no injury.